Manufacturer narrative:
(B)(4). A2: age of patient: range 18-73 years old. D6a: implanted between (b)(6 2017-(B)(6) 2019. E1: establishment: (B)(6). G2: report source russia. Report source: tikhilov, r.m, volykhin, r.d., bilyk, s.s., et al. (2025). Primary total hip arthroplasty using custom-made acetabular implants in patients with high hip dislocation. Bone & joint 6(5 supple a), 41-50. Doi: 10.1302/2633-1462.65.bjo-2024-0255.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 21aug2025, a journal article was retrieved from bone & joint open (2025) that reported a study from russia. The purpose of the retrospective study was to evaluate the outcomes after total hip arthroplasty (tha) using custom-made acetabular implants (cmais) in patients with high hip dislocation. Congenital hip dysplasia presents significant challenges due to the following reasons: acetabular and femoral deformities, muscle atrophy, previous surgeries such as osteotomies or soft-tissue procedures, presence of scar tissue, and in some cases, orthopaedic implants. The study reviewed 58 hips (52 patients) between november 2017-december 2019. The cor for anatomical positioning in every case required distal translation of the proximal femur. Accomplishing this goal required the use of the modified posterior approach combined with subtrochanteric osteotomy. Components included 58 size 44mm custom-made cups (competitor product), 58 trilogy longevity highly crosslinked poly liners with a 10 degree elevated rim, 10 biolox ceramic femoral heads, 48 versys hip system femoral heads, and 58 wagner cone femoral components, unknown screw fixation, and unknown bone cement. The indication for rsurgery was high hip dislocation. The study population had a mean age of 49.0 years at time of surgery (range 18-73); (3 males/49 females). Follow-up was conducted irregularly with a mean length of follow-up for 5.2 years (range 4.2-6.3), 30 patients were followed for a minimum of 5 years. The study reported that nonunion of the distally advanced greater trochanter was observed in one hip. Additional surgery was performed six months after the primary tha, where the greater trochanter was fixed using a plate. Upon further observation, union was observed and the pain resolved. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.